Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause of this event was that the user had disconnected solution bags and reconnected them during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that if a bag becomes disconnected during your therapy, follow the end therapy early procedure. Users are not instructed to disconnect bags to see if fluid is moving. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had disconnected the solution bags from an automated pd set with cassette and then had reconnected the bags. This occurred during the first dwell cycle of peritoneal dialysis (pd) therapy. The technical services representative advised the patient to begin therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.